Event description:
During testing of a returned power board in a test ventilator, the test ventilator was alarming for xdcr flt and rac err. The audible alarm was distorted. Condition caused by capacitor c129 on the power board.